Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen suddenly turned black and the power was shut down. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that during verification the cardiosave intra-aortic balloon pump (iabp) "screen suddenly turned black and the power shut down". The customer reported that it is unclear whether the alarm went off or not. Turn on the power again and start using it. Since then, it has continued to operate without any alarms. A getinge field service engineer (fse) visited and replaced video generator (d670-00-1182), executive processor (d670-00-0770) and cable coil cord (d012-00-1839). Regular calibration and periodic inspection based on the periodic inspection record table were carried out. Returned the unit for clinical use is unknown. There was a patient involvement but no harm reported. The defective components were received for further investigation. The failure analysis and testing department received the pn: 0670-00-1182 sn: (B)(6) video gen. Board, pn: 0670-00-0770 sn: (B)(6) exec. Processor board, pn: 0012-00-1839 sn: (B)(6) cable, coil cord these parts were received with a reported unit failure message of screen suddenly turned black and power shut down. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the video gen. Board, exec. Processor board and cable coil into the cardiosave test fixture sn (B)(6) and tested all parts together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of screen blacked out and power shut down. All parts passed testing. Sending following parts to the supplier for analysis as per procedure 0002-07-d008 rev ap. Pn: 0670-00-1182 sn: (B)(6) video gen. Board, pn: 0670-00-0770 sn: (B)(6) exec. Processor board. Retaining cable coil pn: 0012-00-1839 in the fat dept. As per procedure 0002-07-d008 rev ap. The fat dept. Received part number 0670-00-1182 video gen. Board serial number(B)(6) 23_spv from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found that fct failed due to a touch screen error. The supplier replaced u41 and thermal pad, then retested fct, and passed. Please see attached document for investigation received from supplier. The failure analysis and testing dept. Installed part number 0670-00-1182 video gen. Board, serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined. The fat dept. Received part number 0670-00-0770 exec. Processor board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Error not detected as described screen suddenly turned black and the power shut shutdown. All ict, hi-pot, fct, and manual test result have passed. Please see attached investigation document received from supplier. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.